Event description:
During use of the (B)(4) anesthesia-rx device (medication dispensing cart), a provider was attempting to quickly retrieve medications during a case and was unable to do so. This situation created a temporary delay in delivery of medication to the pt. Non-pharmacologic measures were taken to alleviate the impact to the pt; in addition, the needed medications were obtained by the provider from the cart when the proper sequence for accessing the medications was followed. No pt injuries were reported as a result of this issue.

Manufacturer narrative:
The manufacturer investigation determined that the inability of the provider to obtain medications in a timely manner was not caused by a malfunction of the device's hardware or software, but rather due to the provider quickly opening multiple pockets/drawers and not closing them and/or failing to complete the transactions in the proper sequence. The logs revealed that it took the provider 32 seconds to access the first drug, but only five (5) seconds to access the second drug after completing the transaction in the proper sequence. In response to this occurrence, (B)(4) spoke to the customer and explained that there are certain procedures for accessing specific drawer/pocket types. In addition, (B)(4) also discussed with the customer different methods for storing certain types of critical medications that may need to be accessed immediately.